Manufacturer narrative:
A partial lead distal segment measuring 42.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the non pacemaker dependent patient's right ventricular lead exhibited noise. Patient experienced inappropriate atrial tachycardia pacing therapy. The lead was explanted. No further information was reported.